Event description:
It was reported that loss of ventricular sensing due to dislodgement was observed. The lead was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.